Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
(B)(4). Same case as MFR report #: 2134265-2011-01352. It was reported that during a coronary stenting treatment procedure, a vessel dissection occurred. The patient was admitted due to stable angina (ccs class 2) and cardiac catheterization was recommended. The index procedure treated two target lesions. The 1st lesion was a 100% stenosed, 2.5x15mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre dilation and the placement of a 2.5x32mm taxus liberte study stent resulting in 0% residual stenosis. The 2nd lesion was a 60% stenosed, 2.25x8.0mm target lesion located in the distal rca. Treatment consisted of pre-dilation and the placement of a 2.25x12mm taxus liberte stent resulting in 10% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient was admitted for cardiac chest pain and cardiac catheterization was recommended. The distal obtuse marginal branch was wired using a pt2 wire and a 2.0x20 mm apex balloon, however, there was a spiral dissection due to tortuosity noted which required stent placement. The distal obtuse marginal was treated with placement of a 2.25 x 12mm taxus liberte stent and the proximal obtuse marginal was subsequently stented with a 2.25 x 20mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.